Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A visual inspection revealed no anomaly on the helix. Further analysis performed revealed no anomalies contributing to reported event of low pacing impedance. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that low pacing impedance was observed on the device during the implant procedure. The procedure was abandoned and the device was explanted to resolve the event. The patient was in stable condition.